Manufacturer narrative:
The coil in this case could not be returned for evaluation, as it was implanted in the patient. Production lot history showed no nonconformance to the manufacturing process. One potential cause for the event is over-manipulation of the coil while re-positioning. The instructions for use (IFU) states over-manipulation may result in unexpected detachment or separation. A definitive cause cannot be determined at this time.

Event description:
Coiling of an un-ruptured 9x6x4mm p. Comm aneurysm. Physician accessed with sl-10 micro catheter with assistance of a synchro 14 guidewire. Physician chose an e-6-20-t10-md as second coil and deployed three quarters of the coil before loop bulged into the parent artery. Physician re-adjusted and the coil again looped out into parent artery. Physician attempted to re-adjust coil again and coil mechanically detached. Attempts to retrieve the loose coil wer unsuccessful. The coil remained lodged int he coil mass in the aneurysm and the portion outside aneurysm began to stretch more until very thin layer appeared. Physician then drove the stretched portion of the coil in the subclavian artery and left it hanging. Physician stated that patient will need to be on plavix. .